Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed in the common carotid artery upon the insertion of the arterial sheath. The physician elected to place the patient on heparin drip and perform a repair the following day. The patient's status after the repair was reported as neurointact.